Event description:
Per additional follow up, it was learned that the patient underwent a transcatheter valve implant, and was transferred in stable condition.

Event description:
It was reported via clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve for approximately 9 years was admitted for possible enrollment in the trial to receive a transcatheter valve implant inside the subject device. No further information has been reported at this time.

Manufacturer narrative:
Additional manufacturer narrative: it was learned that the patient underwent intervention for this event; a transcatheter valve was implanted inside the subject bioprosthesis and the patient was transferred in stable condition post procedure. The device remains implanted (valve in valve ). No further action required.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. The reason (failure mode) to explant the subject device has not yet been provided. The report indicates an intervention has been scheduled, but nothing to confirm it has yet taken place. Follow up attempts are ongoing; additional information will be reported once available.